Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 09-jul-2010 part #: 319.006, lot#: 6424816 (non-sterile) - depth gauge for 2.0mm and 2.4mm screws. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service history evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the item was not sliding well, and had a lot of friction. The repair technician reported the tip was bent, the retainer ball in the shaft was missing, and the item was binding. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the item depth gauge for 2.0mm and 2.4mm screws is not sliding well, has a lot of friction, found while checking items. It was confirmed that there was no patient involvement and that the issue was found outside of the or. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: one depth gauge for 2.0mm and 2.4mm screws (part 319.006, lot 6424816) was returned for investigation. The device was received intact with the hooked needle probe bent in numerous locations. The ball bearing and spring of the device are also missing and were not returned. The root cause of the complaint condition is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was being evaluated by the manufacturer, it was noted that the tip was bent, the retainer ball in the shaft was missing, and the item was binding.